Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the gastric fundus during a esophagogastric variceal ligation procedure performed on (B)(6) 2022. During preparation, after unpacking the device, it was observed that the "fabric thread" was kinked. After handling of the device, it was then placed at the tip of the endoscope. It was noted that there was no difficulty experienced upon setting up the device. During the first deployment, the second band got stuck. The device was removed and the procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that after unpacking it was noticed that the "fabric thread was kinked and after handling, it was then placed at the tip of the endoscope. However, the instructions for use (IFU) states not to use if components are broken or damaged. Additionally, the speedband superview super 7 device was used in the gastric fundus; however, per the speedband superview super 7 multiple band ligator IFU, the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not described in the indications for use.

Manufacturer narrative:
Block h6: medical device problem code a050501 captures the reportable event of band unable to deploy. Block h10: the returned speedband superview super 7 (handle assembly and ligator head) was analyzed, and a visual evaluation noted that the post did not show insertion marks of the trip wire, indicating that the trip wire was not secured. The velcro strap showed residues. The suture thread was in good condition. The returned ligator head had four bands attached, some of them had moved from their position and overlapped. The device was observed under magnification, and the ligator head teeth and the suture hole were both in good condition. It was also confirmed that the post did not show insertion marks of the trip wire. A functional evaluation was performed by rotating the handle, and it could be rotated without any problems. The click was audible and indents felt with each 180 degree rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the ligator head with four bands attached, some of them had moved from their position and overlapped, suggesting that a malfunction of the device may have been caused and the bands were not deployed as expected. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. There was evidence found that the trip wire was not secured and based on the information that the the device was still used even if the device was found to be kinked during preparation. This condition, unsecured trip wire, could have caused the device not to work as intended, resulting to inability of the device to deploy. It is very important to the correct operation of the device that the user take up the slack and secure the trip wire correctly, otherwise it will slide inaccurately, and it will not have the required precision, so, the bands cannot be deployed as intended. Therefore, the most probable root cause for the encountered problems will be documented as failure to follow instructions due to problems traced to the user not following the manufacturer's instructions. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the gastric fundus during a esophagogastric variceal ligation procedure performed on (B)(6), 2022. During preparation, after unpacking the device, it was observed that the "fabric thread" was kinked. After handling of the device, it was then placed at the tip of the endoscope. It was noted that there was no difficulty experienced upon setting up the device. During the first deployment, the second band got stuck. The device was removed and the procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that after unpacking it was noticed that the "fabric thread was kinked and after handling, it was then placed at the tip of the endoscope. However, the instructions for use (IFU) states not to use if components are broken or damaged. Additionally, the speedband superview super 7 device was used in the gastric fundus; however, per the speedband superview super 7 multiple band ligator IFU, the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not described in the indications for use.